Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse could not reproduce or confirm the reported issue. As a precaution, fse replaced the vio integrated electrosurgical unit (iesu). Following service, the system was tested and verified as ready for use. Isi has received the vio iesu for evaluation, however, at this time, evaluation is not yet complete. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted post-evaluation and/ or if additional information is received. No image or procedure video was provided. Verification by logs confirms the occurrence of a total pancreatectomy surgical procedure on the reported event date of (B)(6) 2022 using system sk0956 matching the documented event details. This complaint is being reported based on the following conclusion: system unavailability after start of a surgical procedure caused the procedure to be converted (type not specified) may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted total pancreatectomy surgical procedure, the operating room (or) team could not use two bipolar instruments at the same time. The intuitive surgical, inc. (Isi) clinical territory associate (cta)) was at the site and contacted isi technical support engineer (tse) on behalf of the or team. Cta inquired if two bipolar instruments could be used at the same time and tse confirmed that was possible. Cta was informed that an error 2-71 was displayed on erbe screen. Tse explained that the error corresponds to a hardware erbe error and that there was likely a fault with bipolar port 2. Tse instructed cta to power down erbe, disconnect erbe power cord and power up again erbe. Cta went back into the or to perform the troubleshooting steps; however, after just power cycling the erbe, the error 2-71 persisted. Cta explained that the surgery was very long and surgeon was stressed by the hardware fault and did not want to power down and reseat the erbe power cord. Cta mention that it would be complicated to troubleshoot at the end of surgery with the instruments that were used during surgery. The procedure continued as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was converted for another reason than the failure of erbe generator (technical difficulty). The type of conversion was not specified.

Manufacturer narrative:
Additional information can be found in the following fields: g3, g6, h2, and h3. Analysis information can be found in the following fields: h6 and h10. Intuitive surgical, inc. (Isi) has received the integrated electrosurgical unit (iesu) associated with this complaint and completed investigations. Failure analysis investigations could not reproduce the reported failure. The iesu had a c-70 error upon start-up. The unit had a 2-70 error upon monopolar coag activation. Additionally, isi followed up with the initial reporter and obtained the following additional information: the procedure was not converted because of a problem with the electric scalpel but because of a surgical difficulty with the patient. This is not related to the electric scalpel that was changed. The patient was not injured, the procedure would have been converted even without the electric scalpel problem.

Event description:
Refer to h10/h11 for follow-up information.